Event description:
A report was received that the patient's ipg was too close to the surface and was poking her skin. The patient underwent a pocket revision, during which, the physician positioned the ipg deeper within the same pocket. The patient was reportedly doing well following the procedure.